Manufacturer narrative:
No sample has been returned for evaluation for the report of the trocar valve leakage; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number, indicated that the product was processed and released according to the product¿s acceptance criteria. The root cause for customer complaint issue cannot be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that they had a trocar leaking during a procedure. There was no known patient harm and the product sample was retained. Additional information was requested; however, none has been received to date.